Event description:
It was reported that the customer experienced issues with the t:slim x2 pump battery, as it would not charge properly, and the charging connection was unstable. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump for insulin therapy.